Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unexpected return was received. The device return was related to the keypad recall. No additional information was provided. There was no patient involvement.

Event description:
It was reported that an unexpected return was received. The device return was related to the keypad recall. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad. As found 9.33 sw, as left version 9.33. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/05/2019 to present date 12/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - delaminated (unresponsive power button). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys.